Manufacturer narrative:
Additional information was received on (B)(6) 2019 from a regulatory affairs manager indicating that the handpiece was not being returned by the facility. No serial number was provided that could determine the device involved. It was mentioned that the surgeon had a couple of incidents over the past few years with the cusa handpiece heating up during endoscopic transnasal surgery causing burning to the patient's nostril. Information was not provided regarding when the incidents occurred. The only further information was that the surgeon was not happy with the use of the cusa excel handpiece for endoscopic cases because it appeared to him to heat up too much.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2015-00182, 3006697299-2019-00080, 3006697299-2019-00081, 3006697299-2019-00083.

Event description:
This is 3 of 5 reports. An account manager reported that the on a routine sales visit, the neurosurgeon complained that the c2602 cusa excel 36khz straight handpiece had in the past caused five (5) transsphenoidal burns. The surgeon could not provide any details at the time on what procedures were being conducted, patient information, incident date and/or patient outcome. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. No service history update. No DHR review was possible since the required information was not provided. Based on failure description ¿transspenoidal burn¿ and its possible this complaint could be because of the tip overheating. This could be because of user error (using machine at high amplitude for longer than specified period) or this could be due to malfunction of the tip/handpiece. However, without testing it¿s not possible to verify. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed. The reported complaint was not confirmed.

Event description:
N/a